Event description:
A us distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was unable to charge a battery pack.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to charge a battery pack) was confirmed. As received, resets when battery is inserted. Upon eval, the u13 8-bit cmos flash micro-controller was corrupted. The cause of fault is the corrupted u13 component. The root cause of the corrupted component cannot be positively identified. No adverse event resulted from the corrupted component.